Event description:
Patient having a percutaneous coronary intervention (pci) of bifurcating otitis media and mid circumflex lesions for non-st segment elevation myocardial infarction (nstemi). Zinger wire was placed in om and a prowater wire was placed in mid circumflex through a6fr x 3.5 guide catheter. While attempting to remove the wire from the om vessel the tip broke off and remained in om vessel. Tip was retrieved using an amplatz microsnare goose neck. Procedure was successfully completed with both vessels stented.